Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "data transfer error". The reported event could not be confirmed; the monitor was able to show power and flow waveforms while it was connected to the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal power source behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller with return of the controller to the manufacturer. The steps for exchange of batteries and controllers are outlined. There are no apparent contributing clinical causes for this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by medical personnel that the patient's waveforms are not being displayed (or occasionally for a brief second). The controller will display ID details, p.o.d and numbers but the waveforms are not displaying. At times, we were unable to log into the monitor whilst it was attached to the controller (it just flicks back to the main screen) and could not update the hematocrit. This is occurring when the active controller is attached to both monitors. Controller connections were inspected for foreign material, trouble shooting was done. There was no damaged noted to the controller. The controller was exchanged with no reported consequences or impact to the patient.